Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that after replacing the bulkhead connector the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site noticed the bulkhead interior was damaged and the system was unavailable to receive exams when connected. No patient present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.